Event description:
Pt presented to the surgeon with post op wound infection; status post fracture fixation with femoral plate and screws. Surgeon removed the hardware and revised to dhs system. This is one (1) of two (2) reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number provided.